Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 . H3 other text : a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.